Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed with the current time and date and monitored for several days. The time and date are functioning properly with no delays noted. No time clock anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unable to correct time. The customer's blood glucose was 226 mg/dl at the time of incident. Customer to adjust time to current state. Customer stated that the self test was pass. The device will be returned for analysis.